Event description:
A customer contacted beckman coulter inc. (Bci), regarding an elevated troponin (accu tni) result generated by the unicel dxi access immunoassay system. Customer tested a sample for accu tni and obtained a result of 0.60ng/ml. The erroneous result was reported outside of the laboratory. The sample was re-tested upon which, it gave a result of 0.36ng/ml and a corrected report was issued. There was no effect to patient or user with regards to this event.

Manufacturer narrative:
Customer runs qc twice daily. Customer stated that qc run at 11am in early 2009 was in range. Qc run again at 2 pm was out of range. A field service engineer (fse) went on-site the next day: fse replaced aspirate tubing, aspirate probes and dispense probes. Fse found peri-tubing somewhat flattened, which he stated may have contributed to the event. Fse ran a system check, precision run and performed hardware verification, which all passed. Although hardware issues were addressed by the fse, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.